Event description:
Boston scientific received information that this patients right atrial (ra) lead exhibited noise and high impedances which triggered a lead safety switch (lss). The patient had tripped and fell, and the physician believes that fall fractured the lead which led to the high impedances. The lead was surgically abandoned and successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.